Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 17 mg/dl at the time of incident. The customer did not provide information about symptoms of low blood glucose value. It was unknown that how the customer treated low blood glucose value. Customer also reported keypad buttons was not working. Trouble shooting was performed, and the customer will discontinue to use the device.